Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed device software error. The patient's blood glucose at the time of incident was 8.3 mmol/l. The alarm occurred during the fill tubing process; the motor did not stop filling the tubing. The motor did not stop on time. The patient was not connected to the tubing during this anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. The motor functioned properly and no anomaly noted. The insulin pump had normal operating currents and passed unexpected restart error test. No unexpected device software error alarm noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.